Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported on (B)(6) 2008 the patient underwent a surgical procedure and ams intepro lite and ams miniarc were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/13/2013.additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent cystocele repair on (B)(6) 2006 and posterior vaginal repair with vault suspension on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/27/2016.